Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had damaged ports and it was noted that the output connector assembly was broken. It was further noted that the hanger assembly and lower case were cracked. Occurrence of device errors were noted on analysis of log data with two self-test stuck buttons detected and recovered. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged ports that needed replacement and did not allow cables to click into place. The epg has been returned for repair. There was no patient involvement.